Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator would not turn on. There was no patient involvement when the issue occurred. No patient or user harm reported. While performing the periodic maintenance (pm), the se reported that the device would not turn on. The se noted that to resolve the issue, the power management board was replaced. A performance verification test (pvt) was performed, and the device passed all testing. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.